Event description:
It was reported that one-link pressure injection catheter extension sets did not infuse all of the radioactive isotopes into the patient. The isotope infusion was performed via a hand injection and then the line was flushed. The user noticed that the radioactive isotopes were in the tube when the facility scanned the patient; the set showed up on the scan more clearly than the organ being scanned. After flushing the set several times a large number of isotopes still remained in the tubing. They were able to complete the scan. There was no patient injury, medical intervention or adverse event associated with this event. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. If additional relevant information is obtained, then a follow-up MDR will be submitted.